Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not working. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse set up action assignment to have a field service engineer dispatched to repair the device.

Manufacturer narrative:
The issue was discovered during setup for patient use. No patient or user harm was reported. The field service engineer (fse) replaced the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
It was determined that liquid ingress, due to the variability of the assembly process, caused the reported navigation ring failure.